Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during the loading process, paddle out of pocket was noted and a misload was identified visually, tactilely and under fluoroscopy. The valve and delivery catheter system (dcs) were not used and were replaced. Subsequently, a new valve was implanted successfully. The wrong valve serial number was registered to the patient. The patient¿s record was updated, and a new identification card was sent. No adverse patient effects were reported. Additional information received indicated that following the implant procedure bleeding from the right common femoral artery dcs access site was identified. The bleeding required a balloon angioplasty and unspecified intravenous medication. The bleeding resolved this same date. Two hours following the valve implant an electrocardiogram (ECG) identified a right bundle branch block (rbbb). The baseline hemoglobin was 13.8 and decreased to 12.4 on post-operative day 1. A vascular ultrasound on the lower extremity the day following the valve implant noted >75% stenosis in the left and right common femoral arteries. The post-operative day 2 the hemoglobin measured 11.4. On post-operative day 3, the hemoglobin measured 12.5 at discharge. Transfusions were not required. The patient was taking the beta blocker since baseline. At discharge, the beta blocker was decreased from 50 milligrams (mg) to 12.5 mg due to the new rbbb. The physician indicated that the bleeding was causal related to the sheath and procedure. As reported, an external sheath was not used for the procedure. No additional adverse patient effects were reported. Additional information was received the patient had a positive history of severe peripheral artery disease which was identified during screening via computed tomography angiogram. Of note was an occluded left iliac artery and minimal vessel diameter of 5.5mm on the right iliac artery. At the end of the procedure, during the initial attempt to close vascular access using a non-medtronic perclosedevice, the device failed and resulted in bleeding. Information was received that corrected the previous report of treatment that included administration of an unspecified intravenous medication; instead, medication (protamine) was delivered by injection to reverse and neutralize the anticoagulant effects of heparin.

Manufacturer narrative:
Updated data: h6. Eval method code added. Product analysis: the complaint device remains implanted in the patient and; therefore, not available for analysis. However, procedural fluoroscopic images were submitted to medtronic for review. In addition, the patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 74.6mm with a perimeter derived diameter of 23.7mm suggesting a 29mm valve be selected for implant. The native aortic valve was not significantly calcified; however, there was annular calcification extending to the left ventricular outflow track. Per the device instructions for use (IFU) the minimum vessel size diameter is 5mm to accommodate the 14f equivalent delivery catheter system. The computed tomography measurements show calcified right transfemoral access with minimum diameters 5mm in different segments of the right femoral and right iliac arteries; however, mean diameter was > 5mm. The left transfemoral access was prohibited. Per medtronic best practices, physicians should consider complex anatomical configurations increase the risk of vascular trauma. These include, but are not limited to, multiplanar curvature of the aorta, acute angulation of the aorta, and severe calcification. Per the device IFU, if two or more of these factors are present, consider an alternative access route to mitigate potential for vascular complications. Fluoroscopic inspection of the valve load was performed and a misload was clearly visible by a curved capsule and misaligned outflow crowns and not parallel to the paddle attachment. The paddle is visibly out of pocket. Per medtronic best practices, if a misload is confirmed, the valve and dcs should be discarded, and a new valve should be loaded onto a new dcs. It was reported that the misloaded valve was discarded, and a new valve and delivery catheter system was used for the implant. Evidence showed that the valve was deployed using the cusp overlap technique. Upon the first deployment attempt, the valve appeared to be above the annulus which warranted a recapture. During the second deployment attempt, the valve depth was approximately 0mm which warranted a second recapture. The valve depth at the third and final deployment attempt was approximately 3mm which was the ideal depth. Of note, per medtronic best practices, the target depth of implantation is 3mm. Recapture is re commended if depth =1mm or >5mm thus best practices were followed. Evidence supports that access site bleeding was noted at the end of the procedure. Subsequently, a peripheral angioplasty was performed with no further intervention. As stated in the device IFU, potential risks associated with the implantation of the bioprosthetic valve may include, but are not limited to, the following: conduction system disturbances (for example, atrioventricular node block, left-bundle branch block, asystole), which may require a permanent pacemaker. Vascular access-related complications (for example, dissection, perforation, pain, bleeding, hematoma, pseudoaneurysm, irreversible nerve injury, compartment syndrome, arteriovenous fistula, stenosis). Conclusion: the following technical assessments were not required as the product event does not meet the criteria to initiate; device history record review, manufacturing assessment, supplier manufacturing assessment, design assessment, medical safety assessment and risk documentation assessment. The subject device was not returned to medtronic and as such analysis could not be performed. Procedural images and the pre-case plan were submitted for review. The images provided support that access bleeding was noted at the end of the procedure. The reported event indicated at the end of the procedure, during the initial attempt to close vascular access using a non-medtronic device, the device failed and resulted in bleeding. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Note: a separate medwatch report (# 2025587-2023-05097) was filed pertaining to the medtronic valve and a new onset of right bundle branch block with dosage change to an existing medication. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during the loading process, paddle out of pocket was noted and a misload was identified visually, tactilely and under fluoroscopy. The valve and delivery catheter system (dcs) were not used and were replaced. Subsequently, a new valve was implanted successfully. The wrong valve serial number was registered to the patient. The patient¿s record was updated, and a new identification card was sent. No adverse patient effects were reported. Additional information received indicated that following the implant procedure bleeding from the right common femoral artery dcs access site was identified. The bleeding required a balloon angioplasty and unspecified intravenous medication. The bleeding resolved this same date. Two hours following the valve implant an electrocardiogram (ECG) identified a right bundle branch block (rbbb). The baseline hemoglobin was 13.8 and decreased to 12.4 on post-operative day 1. A vascular ultrasound on the lower extremity the day following the valve implant noted >75% stenosis in the left and right common femoral arteries. The post-operative day 2 the hemoglobin measured 11.4. On post-operative day 3, the hemoglobin measured 12.5 at discharge. Transfusions were not required. The patient was taking the beta blocker since baseline. At discharge, the beta blocker was decreased from 50 milligrams (mg) to 12.5 mg due to the new rbbb. The physician indicated that the bleeding was causal related to the sheath and procedure. As reported, an external sheath was not used for the procedure. No additional adverse patient effects were reported. Additional information was received the patient had a positive history of severe peripheral artery disease which was identified during screening via computed tomography angiogram. Of note was an occluded left iliac artery and minimal vessel diameter of 5.5mm on the right iliac artery. At the end of the procedure, during the initial attempt to close vascular access using a non-medtronic perclose device, the device failed and resulted in bleeding. Information was received that corrected the previous report of treatment that included administration of an unspecified intravenous medication; instead, medication (protamine) was delivered by injection to reverse and neutralize the anticoagulant effects of heparin.

Manufacturer narrative:
Note: a separate report filed on the valve for the right bundle branch block with medication changes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve, during the loading process, a paddle out of pocket was noted, and a misload was identified visually, tactilely and under fluoroscopy. The valve and delivery catheter system (dcs) were not used and were replaced. Subsequently, a new valve was implanted successfully. Following the implant procedure, bleeding from the right common femoral artery dcs access site was identified. The bleeding required a balloon angioplasty and unspecified intravenous medication. The bleeding resolved this same date. Two hours following the valve implant an electrocardiogram (ECG) identified a right bundle branch block (rbbb). The baseline hemoglobin was 13.8 and decreased to 12.4 on post-operative day 1. A vascular ultrasound on the lower extremity the day following the valve implant noted >75% stenosis in the left and right common femoral arteries. The post-operative day 2 the hemoglobin measured 11.4. On post-operative day 3, the hemoglobin measured 12.5 at discharge. Transfusions were not required. The patient was taking the beta blocker since baseline. At discharge, the beta blocker was decreased from 50 milligrams (mg) to 12.5 mg due to the new rbbb. The physician indicated that the bleeding was causal related to the sheath and procedure. As reported, an external sheath was not used for the procedure. The incorrect valve serial number was initially r registered to the patient. However, the patient¿s record was updated, and a new identification card was sent. No additional adverse patient effects were reported.